Event description:
Healthcare professional right side siliconoma, rupture and calcification. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and silicone migration.

Manufacturer narrative:
The reported events granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo analysis visual analysis of the photographs identified: ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ device appearance: not observe. ¿ calcification: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional right side siliconoma, rupture, adenopathies, "red particles on the surface of the shell¿, "20mm siliconoma in right axillary region" and calcification. Device has been explanted.